Event description:
It was reported that foreign matter that looked like a piece of one haptic had been observed around the preloaded intraocular lens (iol) when the iol was still folded. When the matter was taken out with tweezers, a scratch that looked like a crack was found on the optic after the iol unfolded inside the patient's operative eye. Therefore, the iol was cut and removed. The physician checked the haptics of the removed lens and found no breakage, indicating that the haptics were not likely to be the cause of the foreign matter. The procedure was completed successfully with the back-up iol. There was no patient injury reported. No further details provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.